Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient no receiving readings occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause was determined to be the mobile device lost power. The reported event of no readings is reportable based on the findings of signal loss over one hour. No injury or medical intervention was reported